Manufacturer narrative:
(B)(4). Batch # r58g0g. The analysis results found that the cdh29a device arrived with no apparent damage, with staples present and with the breakaway washer uncut, indicating that the device had not been fired. After further inspection was noted that the device trocar was damaged resulting in a tighter fit between the anvil and the trocar. No functional test could be performed. It is possible that the component was damaged from the supplier, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, anvil fell off. Opened the packing, rotated the adjusting knob, the anvil fell off. Another device was used to complete the surgery. There were no adverse consequences to the patient.